Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device has not been returned for analysis; therefore, the event cause could not be determined.(B)(4)

Manufacturer narrative:
The axium coil was returned for evaluation within its introducer sheath and without the instant detacher. The pushwire was found to be broken and jagged on its proximal end. The pushwire was measured and found to be approximately 179.5cm in length. The implant coil was found to be still attached to the pushwire within the introducer sheath. During evaluation, the pushwire was intentionally broken to gain access to the release wire. The release wire was then pulled out of the pushwire detaching the implant coil as intended. The detachment stick was found bent. It is possible that the release wire broke when pulled against the jagged edge of the pushwire causing the device not to actuate and release the implant coil. The bent detachment stick could have also been a contributing factor in the non-detachment; however, the implant coil successfully detached when the hypotube was broken distal to its broken end, and the release wire was pulled back. All other parts of the pusher that could affect the detachment were found to be within specification. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported implant coil could not be detached. The coil and catheter were removed from the patient and the procedure was completed with another coil. The patient was reported to be sound.